Event description:
Related manufacturer report number: 3006705815-2024-01306. It was reported that the patient experienced a lead migration from one of their scs leads. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's lead was repositioned. Intraoperatively the patient's ipg was triggering the error message "cannot connect to generator. A problem was found with the generator that could not be repaired. Contact abbott technical support." On the attending reps clinician programmer. The patient's ipg was deemed inoperable and was explanted and replaced to complete the surgical procedure. Therapy was restored post operatively.

Manufacturer narrative:
Section b3: event date is estimated.

Manufacturer narrative:
The report of inoperable ipg was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition was a result of the lead revision surgery that occurred on (B)(6) 2024. There is guidance noted in the clinicians manual concerning handling of the device: electro surgery devices should not be used in close proximity to an implanted neuro stimulation system.